Event description:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced no connection to the internal device. Integrity test result are consistent with a device malfunction.